Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was visually inspected and passed. Voltage testing was performed and failed, as there was no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed and passed. The reported event of loss of connection was not confirmed. The probable cause could not be determined